Event description:
It was reported that a scratch was noted on the aq5010v three piece silicone lens. No pt contact. Further info was requested from the surgeon but not yet forthcoming. If any add'l info is rec'd a supplement medwatch form will be submitted.

Manufacturer narrative:
(B) (4). Work order search. Results: visual inspection of the returned product showed that both haptics were torn off and a piece of a optic was torn off and missing. There was evidence of a clear surgical residue. A work order search was performed and there were no similar complaints found. Conclusion - based on the complaint history and the work order search, a specific root cause of the event could not be determined. (B) (4).